Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)

Event description:
Hospital csr reported connection issues between the adaptor and the 22mm reamer.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds additional reported incidents against the provided product and lot combination. Previous investigation determined the connection problems of the reamer and the adapter occurred when the reamer had been subjected to usage/hard cortical bone and began to wear. The previous investigations determination product wear out as the root cause. The investigation could not draw any conclusions about the current reported event without the instrument to examine; however, the manufacture date of the reported instrument indicates it has been in service for numerous years. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the submitted device found wear and deformation on the mating feature. The wear and deformation is consistent with the instrument wearing/stripping after being subjected to heavy usage and hard cortical bone. The root cause is attributed to device wear due to normal use and servicing. Based on this investigation's determination of wear due to normal use and servicing as the root cause, no corrective action is being pursued. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.